Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: right colectomy. "Unable to seal 1 vessel 3-4 mm. More information to follow." Additional information received from the regional sales manager on 17 may 2017: translation: the surgeon was trying an eb010 hand piece on the right hemicolectomy by laparoscopy. The operation went smoothly, when at about the 90th use of the hand piece, the appendicular ileo-bicaeco pedicle (3 to 4 mm) could not be coagulated. Despite several thermofusion tests, then with the bipolar, the surgeon had to convert. Dr. (B)(6) continued to use the eb010 on laparotomy time without any problems. Original: le chirurgien essayait une pince eb0 10 sur une hémicolectomie droite par coelio. L'intervention se passait bien, lorsque à environ la 90e utilisation de la pince, le pédicule ileo-bicaeco appendiculaire (3 à 4 mm) n'a pas pu être coagulé. Malgré plusieurs essais de thermofusion, puis à la bipolaire, le chirurgien a dû convertir. Le docteur (B)(6) a continué à utiliser l'eb010 sur le temps-ci laparotomie sans aucun problème. Additional information received from the sales rep on 24 may 2017 at 11:54: sealing of the vessel or tissue led to bleeding from the appendicular ileo-bicaeco pedicle (3 to 4 mm). There was no tension applied to the vessels. It was the only time that insufficient hemostasis was observed. There was no eschar buildup on the jaws. The jaws were cleaned every 10-12 fusions. There had been no problem with the heamostasis before (so no improvement because the jaws were cleaned frequently). No fluids around the jaws when incident occurred. No alarm, no vascular pathology, no anticoagulation medecine. Type of intervention: surgeon had to convert from laparoscopy to an open procedure patient status: patient is fine. However the recovery process will take additional time due to the procedure conversion from laparoscopy to laparotomy.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar buildup on the jaws, the jaws hinge and in the blade channel of the device. During functional testing, engineering confirmed that the device functioned as intended and met current specifications. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.